Event description:
Event description boston scientific crm received information that this right ventricular lead exhibited increased pacing thresholds since implant approximately three months ago. The patient was admitted to the emergency room with intermittent loss of capture, and had a temporary pacer placed. X-ray revealed the lead has lost slack. The lead was then successfully repositioned and the device was explanted and replaced due to its advisory status. There was no allegation against the performance of the device. There were no additional adverse patient effects reported.